Manufacturer narrative:
The product has been received and an evaluation was completed. The tip passed flow thermistor testing. During visual inspection dielectric breakdown was observed. No functional testing was preformed due to the presence of dielectric breakdown. A review of the device history records is in progress. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A physician¿s office reported that a patient experienced blisters and peeling after undergoing a laser treatment. The injury was observed in three different locations on the patients right cheek. The patient was not placed under anesthesia and was not given pain medication prior to treatment. During treatment a snap was heard on the 360th shot and a burning smell followed. The tip was inspected prior to treatment and nothing was noted. The tip was not inspected throughout the treatment. This was the first time the tip was used. A product evaluation confirmed dielectric breakdown was present in the treatment tip. Dexamethasone propionate was applied to treat the area and the patient was prescribed rinderine and heparinoid. It is unknown at this time if there will be permanent damage or scarring to the area. The patient is currently still experiencing blisters and peeling of the affected area.

Manufacturer narrative:
Corrected d3. A review of the manufacturing records showed all requirements were met. Service confirmed damage on the tip membrane along the rf trace. Investigation found rf trace damage on tip membrane are caused by stress concentrations on the flex assembly at the adhesive edge that damaged the rf trace, causing arcing and subsequent burn-through of the flex circuit membrane. This tip damage most likely caused this event.